Manufacturer narrative:
Medwatch sent to FDA on 05/17/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: precautions for use "as a matter of general principle, implantation of medical device is associated with a risk of infection."

Event description:
Healthcare professional reported after injection with unspecified "dermal fillers" patient developed "late onset infection." No medical or surgical intervention noted. Symptoms are ongoing.